Manufacturer narrative:
(B) (4). (B) (4). Device a: yielded jaw. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument a was returned with the jaws yielded; no evidence of white powder was found. The instrument was functionally evaluated and it ejected due to the jaws condition. While we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument b was returned in good visual condition and with no evidence of white powder. The instrument was returned empty and with the lockout mechanism broken, no functional test was performed. While we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b: lockout broken.

Event description:
It was reported that during an unk procedure, both devices were ejecting white powder. Another device was used to complete the case with no pt consequence.